Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, initial testing noted the device memory was corrupt and interrogation could not be performed. High power visual inspection noted electrocautery marks on the pacemaker header by the atrial tip terminal block. Returned printouts from the device showed the pacemaker fault had occurred, limiting pacemaker functionality permanently. Pacing could not be programmed and the therapy history and diagnostics were unavailable. Manual electrical testing was then performed and normal pacing and sensing functions were noted in vvi safety mode parameters. Laboratory analysis confirmed the clinical observations. The damage found during testing was noted to be procedurally induced.

Event description:
Boston scientific crm received information that during this pacemaker replacement procedure while the device was being removed from the pocket, the physician inadvertently cauterized the pacemaker casing and the device went into a power on reset. This caused unipolar pacing and the patient was dependant. The physician put the pacemaker back in the patient and removed the left ventricular lead and reconnected it to the new device. There were no adverse patient effects noted.

Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become available, this event would be updated.